Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's health care provider found that the leads were "broken". No pt symptoms were reported. The pt's status was fair. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.